Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) and the competitor¿s right ventricular (rv) lead exhibited high out-of-range (oor) shocking lead impedance measurement to about 126 ohms several days after routine follow - up. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.